Event description:
It was reported that the pump was 'non-functioning'.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).